Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and operative notes. Additional information does not change previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: m2a 38mm mod hd std nk part# 11-173662 lot # 659680, taerloc por fmrl part# 103206 lot # 594850. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient received a revision procedure eleven years post-implantation due to pain and elevated ion levels. Friction and wear between the cobalt-chromium metal head and cobalt chromium metal cup caused large amounts of toxic cobalt chromium metal ions and particles to be released into patient's blood, tissue, and bone surrounding the implant. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient received a revision procedure eleven years post-implantation due to pain, discomfort, and elevated ion levels. Friction and wear between the cobalt-chromium metal head and cobalt chromium metal cup caused large amounts of toxic cobalt chromium metal ions and particles to be released into patient's blood, tissue, and bone surrounding the implant. It was noted that the patient was relatively asymptomatic until she fell and could not recover from the pain. Abundant pseudotumor and erosion into acetabulum with metallosis and synovitis was noted once opened. Surgeon also noted cup was loose with pseudo socket inferior that was full of metalware debris, eroding through medially and out the anterior column. Attempts to obtain additional information have been made; however, no more is available.